Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5103598) on 16-sep-2021. The most recent information was received on 24-sep-2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') and arthralgia ('hip pain/shoulder pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and lithium. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and medically significant), arthralgia (seriousness criterion disability), headache ("head ache"), fatigue ("fatigue"), back pain ("back pain"), neck pain ("neck pain"), anxiety ("anxiety"), depression ("depression") and feeling abnormal ("brain fog"). At the time of the report, the pelvic pain, arthralgia, headache, fatigue, back pain, neck pain, anxiety, depression and feeling abnormal outcome was unknown. The reporter considered anxiety, arthralgia, back pain, depression, fatigue, feeling abnormal, headache, neck pain and pelvic pain to be related to essure. The reporter commented: total hysterectomy scheduled but date not specified. ¿the seriousness criterion ¿hospitalization,disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5103598) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') and arthralgia ('hip pain/shoulder pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and lithium. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and medically significant), arthralgia (seriousness criterion disability), headache ("head ache"), fatigue ("fatigue"), back pain ("back pain"), neck pain ("neck pain"), anxiety ("anxiety"), depression ("depression") and feeling abnormal ("brain fog"). At the time of the report, the pelvic pain, arthralgia, headache, fatigue, back pain, neck pain, anxiety, depression and feeling abnormal outcome was unknown. The reporter considered anxiety, arthralgia, back pain, depression, fatigue, feeling abnormal, headache, neck pain and pelvic pain to be related to essure. The reporter commented: total hysterectomy scheduled but date not specified. ¿the seriousness criterion ¿hospitalization,disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: internal correction received . Changed medically confirmed to "no " for regulatory reporter. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5103598) on 16-sep-2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('chronic pain/ pelvic pain') and arthralgia ('hip pain/ shoulder pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) and lithium. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and medically significant), arthralgia (seriousness criterion disability), headache ("head ache"), fatigue ("fatigue"), back pain ("back pain"), neck pain ("neck pain"), anxiety ("anxiety"), depression ("depression") and feeling abnormal ("brain fog"). At the time of the report, the pelvic pain, arthralgia, headache, fatigue, back pain, neck pain, anxiety, depression and feeling abnormal outcome was unknown. The reporter considered anxiety, arthralgia, back pain, depression, fatigue, feeling abnormal, headache, neck pain and pelvic pain to be related to essure. The reporter commented: total hysterectomy scheduled but date not specified. ¿the seriousness criterion ¿hospitalization, disability/ permanent damage¿ was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.